Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited fluctuating and high out-of-range pace impedance measurements. Daily trend information indicated measurements had been fluctuating for approximately one month prior to review. All other rv measurements were within normal limits and at a constant level. Additionally, no noise was recorded to the device and none could be produced during patient testing. The cause of the out-of-range measurements was not determined. It was also reported that the patient is not pacemaker dependent. The physician elected to take no action. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was later received indicating the high out-of-range impedance measurements continued to be observed upon the patient's presentation for follow-up. Additionally, noise and loss of capture were observed on the rv lead. The patient was hospitalized and their system deactivated and a revision procedure later performed wherein the proximal portion of the lead was cut and remainder surgically abandoned. The cause of the out-of-range impedance measurements and noise could not be confirmed; lead measurements at the time of revision were normal and noise was observed when the patient's left arm was manipulated. It was confirmed that the patient is not pacemaker dependent as previously reported and had an intrinsic rate of 63 bpm during the procedure. No additional adverse patient effects were reported. This lead is no longer in service.